Event description:
It was reported that, after a successful software upgrade, the device could not be interrogated. The clinic tried different programmers and different wands without success. Technical services advised to do a magnet reset. There were beeping tones when the magnet was applied. Once the magnet reset was done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.